Manufacturer narrative:
The insulin pump was received with a blank display due to a broken b1 solder joint. The device was unable to be tested for the displayable history check failed on startup alarm, failed battery test alarm, weak battery alarm, bad battery alarm, keypad anomaly, rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement test due to the blank display. The pump also had a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump's buttons have sometimes been unresponsive, that the device has received no delivery alarms, and that the pump even shut off once. The patient's blood glucose at the time of incident was 300 mg/dl. The customer states that the pump receives frequent bad battery alarms as well. Troubleshooting was initiated to the test the functionality of the insulin pump. Customer was advised to change the entire infusion set, reservoir, and insulin. A high pressure test occurred and the pump passed; however, the bolus history was missing the breakfast and lunch boluses that the patient had programmed into the pump. While troubleshooting was continuing, the buttons became unresponsive. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.